Event description:
A malfunction alarm identified as malf 0 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, and the customer was instructed to continue using the pump while monitoring for any recurrence of the issue.